Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for 3-4 days in december of 413 (mg/dl). A manual injection was delivered to address bg level. The customer stated they contacted their healthcare provider (hcp) and their hcp believes the pump is not delivering enough insulin as the customer is intending to deliver. Reportedly, the customer has been using manual injections as insulin therapy since late december.